Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump failed to reboot. The reporter stated that there was no damage to the battery compartment or cap and the cap was able to tighten properly. The reporter noted that there was no evidence of moisture or corrosion in the pump and the issue was resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data did not find any power related warnings. The battery cap was undamaged and able to tighten properly onto the pump. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour exercise were executed without incidents. The pump casing was opened to further investigate. There was no evidence of moisture intrusion and no defects to the power circuit contacts were found. The investigation was unable to verify or duplicate the reported no power issue. Unrelated to the power issue, the battery compartment was found to have cracked at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.